Event description:
It is reported that the plastic holding clamps broke at the joint. It isn't possible to clamp the femur.

Manufacturer narrative:
This report will be amended when our investigation is complete.